Manufacturer narrative:
Conclusion: the actual foil with the implant was returned for evaluation. The foil was opened completely which shows a multitude of wrinkles over the whole bottom of the pouch. The hole (approx. 0.3cm) is located in a fold/kink in the middle of the foil. The implant itself shows no defects (no degradation). The hole was seemingly caused by handling of the customer (during opening). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an incisional hernia repair in subly technique on an unknown date and mesh was used. The paper packaging was fine, but after taking off the packaging the foil containing the mesh had a hole in the back, close to the lot number sticker. The product was not used for the patient. Another like device was used with no adverse patient consequences reported.